Event description:
It was reported that the patient could not ejaculate following the placement of their inflatable penile prosthesis. The device was working properly, the patient "just is not happy with it." Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.